Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the guidewire and catheter insertion procedures were normal with no abnormalities noted. After confirming balloon placement under fluoroscopy, the pump was activated. The pump failed to initiate counterpulsation and a high-pressure alarm was triggered". As a result, the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".